Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen is intermittently unresponsive. Reportedly, the customer has to press buttons multiple times for the pump to respond. Customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, the pump was functioning as intended.